Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was not reported. The patient began treatment with ceftazidime (once a day, dose not reported) ip as treatment to peritonitis. The patient had not recovered from the peritonitis. Extraneal and physioneal therapies were ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report involves an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the cause of the peritonitis was due to the patient pulling the yellow pull ring off of their solution bag in advance and not when they were ready to connect to the transfer set. Based on this new information, the transfer set is no longer considered a suspect product. Should additional relevant information become available, a follow-up report will be submitted.